Event description:
It was reported the patient noticed a call your doctor icon and received an estimated replacement indicator message on their patient programmer. It was also reported the patient's device was set at 3.3 and 4.0 volts and the patient was told the device would last three to five years but the patient only had the device implanted for less than two years. It was reported the patient was scheduled to meet with their healthcare provider on (B)(6) 2013 to check the patient's battery status. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 37085-95, serial# (B)(4). Product type: extension: product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3387s-40, lot# v606250, implanted: (B)(6) 2011. Product type: lead: product ID 3387s-40, lot# v754192, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's replacement devices were returned to her prior settings. The reporter stated that the patient's condition was unknown after she left the hospital.

Event description:
Follow up information received reported that the patient had their implantable neurostimulator (ins) replaced. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)